Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, the ventilator's display screen was found to be blank. The device's lcd display screen was replaced to address the issue.